Manufacturer narrative:
Additional information: d10, h3 plant investigation: although the complaint device was reported to be available for manufacturer evaluation, to date no sample has been received. As a lot number was not provided, a manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combi set bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the combi set was returned to the manufacturer for physical evaluation. The device was not returned in its original packaging. The device was closely examined for visual damage, and no damage was found. After visual inspection was completed, the sample was disinfected in preparation for further evaluation. No issues occurred during disinfection of the device. The sample was connected to an optiflux f250nr dialyzer and a 2008k hemodialysis (hd) test machine to undergo a simulated treatment. The combi set was tested for a period of four hours, and no leaks occurred during that time. There were no air bubbles noted inside the system, and no level variations occurred in the venous or arterial chambers. The combi set performed as intended, and the simulated treatment was completed without any failures or alarms. As the sample was not returned in the original packaging, the lot number could not be determined. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combi set bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The combi set performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that a combi set blood leak occurred with approximately thirty minutes remaining in a patient¿s hemodialysis (hd) treatment. An air detector alarm sounded, and air bubbles were reportedly identified in the header of the dialyzer. Shortly after the alarm went off, blood was seen dripping from the blood pump module. The cm stated the treatment was discontinued at this point, and blood from the arterial line was returned to the patient. Blood from the venous line was not returned. The patient¿s estimated blood loss (ebl) was 250 ml. After the treatment was discontinued and the combi set was taken down, blood was observed dripping rom the venous line. The bloodline was not closely inspected for damage in the moment because blood was actively leaking from the tubing. Although no damage was identified, the cm suspected there was a cut or slice in the tubing and believes air was entering the system from this location. The patient was dialyzing on a fresenius 2008t machine, with an optiflux 200nre dialyzer. The lot number for the combi set could not be provided because the packaging was reportedly discarded. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient didn¿t complete treatment, however, there were no adverse effects or symptoms as a result of the incomplete treatment. The machine was pulled from service for evaluation following the event and it reportedly passed functional testing. During the machine evaluation, it was noted that the faceplate on the blood pump was cracked. The combi set was reported to be available for manufacturer evaluation.